Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Concomitant medical products: biomet microfixation tmj system left fossa component, medium, catalog #: 01-6561, lot #: 120581; biomet microfixation screws, catalog #: ni, lot #: ni. Therapy date: (B)(6) 2019. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation because it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00053.

Event description:
It was reported by the patient that a re-operation due to pain, swelling, and a burning sensation was performed. The surgeon informed the patient that the implant was in good shape, however he found a lesion near the implant which was biopsied. The implant remains in place. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence that the revision was performed. No product was returned, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Because a revision surgery occurred, the complaint is considered confirmed. Manufacturing history was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00053-1.

Event description:
This follow-up report is being submitted to relay additional information.